Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient had high pacing thresholds. No adverse patient effects were reported as a result of this observation. Subsequently, the device was explanted due to normal battery depletion, per procedure paperwork, and returned for analysis.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report. This event will be updated if any additional information becomes available.